Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that he revised an accolade stem (6021-0130, lot 17348701) that had disengaged with the head (6260-9-236, lot 6apmpa). The original surgery was done 10 years ago and original post op x-rays looked fine. Patient presented with pain and stated that the affected side never 'felt right' compared to the other side.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with accolade plus tmzf stem. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with cup. Damage was observed on the distal rim and the articulating surface of the insert, consistent with its contact with the trunnion. Abrasion, third-body indentations, and scratches were also observed on the articulating surface and are consistent with commonly identified damage modes in uhmwpe inserts. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made regarding the cause of the apparent loss of the head trunnion taper lock, which led to the disassociation and revision surgery ten years post-implantation. Additional clinical information in addition to x-ray and MRI images may be helpful to further understand the reported event.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
The customer reported that he revised an accolade stem that had disengaged with the head. The original surgery was done 10 years ago and original post op x-rays looked fine. Patient presented with pain and stated that the affected side never 'felt right' compared to the other side. Update: damage was observed on the distal rim and the articulating surface of the insert, consistent with its contact with the trunnion. Abrasion, third-body indentations, and scratches were also observed on the articulating surface and are consistent with commonly identified damage modes in uhmwpe inserts.